Event description:
Gyrus acmi was informed that during a surgical procedure, while moving tissue laterally the omni would not function. No pt harm, opened a new omni to finish the case with no issues.

Manufacturer narrative:
The device was returned with heavy coag on the jaws. Visual inspection revealed that the hub was fractured and one small piece was missing. The missing piece was not returned with the device. Failures of this nature can be attributed to excessive force applied to the distal end of the device.